Event description:
Additional information reported that the patient was going to have an implantable pulse generator (ipg) pocket revision on (B)(6) 2015. It was reported that the circumstances that led to the tilted stimulator were unknown. The patient received 2 new antennas and new hand held programmer but the battery was not responsive.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
The consumer and a manufacturer representative reported that they were not able to make adjustments with or without the antenna attached. They had no telemetry with or without the antenna. The patient was sent a replacement programmer but the issue did not resolve. They had poor communication on the replacement programmer and it would not interrogate. The programmer would not work with or without the antenna. The patient also had problems charging their implantable neurostimulator (ins) because it was not flat. The ins had always seemed tilted in the pocket and seemed more so lately. It was hard to charge and getting worse with time. They were concerned with the placement of the ins and the recharging connectivity was not ideal. They were able to communicate using the recharger. The ins pocket was palpated by their doctor and a surgical consult referral was given to improve placement. The surgical consult was going to be scheduled for some time in (B)(6) 2015. The patient was indicated for non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
Continuation: product ID 39565-65 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2016 (B)(6) product type lead product ID 39565-65 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2014 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was involved in a motor vehicle accident (mva) in (B)(6) 2013. The patient said that after the mva they had swelling and "knew something was wrong" with the system. A month or two after the mva, the healthcare professional (hcp) ordered an x-ray of the system which determined that the lead had moved. The patient later had a lead revision surgery conducted and the hcp found that the lead was actually broken. The hcp replaced the lead at that time. Within six months of the lead revision the ins began to tilt. The patient said this was due to the mva as well, and the hcp then surgically revised the ins site to the left side of the abdomen. The patient said that in either october or (B)(6) 2015,the ins had actually flipped. In (B)(6) 2015 the patient developed an infection (bacterial form of mrssa) that started at the abdominal ins site and then spread to all systems components. The patient stated that efforts to mitigate the infection were not effective, so the ins and lead were later surgically explanted and replaced. No further complications were reported.